Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during setup before the case, the mobile view station (mvs) switched off. The mvs inlet power cable was damaged. The brown color cable was cut in two because it had been torn off. The cause of the issue was due to bad manipulation. There was no reported impact to patient outcome and a delay to procedure of one hour or longer.

Manufacturer narrative:
Device evaluated by MFR: onsite functional and visual examination was performed by a manufacturer representative. The power cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: other relevant device(s) are: kit svc bi71000499, pwr cd che. If information is provided in the future, a supplemental report will be issued.